Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the right posterior communicating artery (pcom) using penumbra smart coils (smart coil), a penumbra smart coil detachment handle (handle), non-penumbra coil, and a non-penumbra microcatheter. During the procedure, the physician placed and detached four smart coils in the target location using the handle. Subsequently, a non-penumbra coil was then placed after the four smart coils using the microcatheter. Next, the physician advanced another smart coil into the vessel and attempted to detach it using a handle; however, the smart coil failed to detach. The physician attempted to manually detach the smart coil as well as using a new handle to detach the coil; however, the attempts were unsuccessful. Therefore, the physician decided to remove the smart coil. However, while retracting the coil, the physician experienced resistance and noticed the smart coil had unintentionally detached. It was also reported that half of the detached smart coil was inside aneurysm and the other half of the coil was outside aneurysm. The physician, therefore, used a gooseneck snare to remove the detached smart coil. The procedure was completed using four additional smart coils, a non-penumbra coil, and the same handle. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Section h box 6 (4316): the investigation findings do not lead to a clear conclusion about the root cause of the reported complaint due to the return condition. Evaluation of the returned smart coil confirmed that the embolization coil was detached from the pusher assembly. Evaluation also revealed that the pet lock was separated, the pull wire was retracted on the proximal end of the pusher assembly. This indicates a successful detachment attempt. If the pull wire is retracted, the embolization coil will likely detach. Based on the returned condition, the root cause of the detachment issue during the procedure could not be determined. The embolization coil was returned inside the non-penumbra catheter and snare device and was unable to be removed from the snare device. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
Please note that the following sections were incorrectly reported on the initial MFR report and are being corrected on this follow-up #02 MFR report: 3005168196-2022-00333. 1. Section a. Box 2. Age at time of event. 2. Section g. Box 3. Report source h3 other text : placeholder.